Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of a missing tip on the returned portion of the device. The remaining portion of the electrode loop was noted to be bent. Additionally, there were signs of burn marks/discoloration observed on the distal end and its surrounding area. Based upon the results of the investigation, it appears that the cause of the event was physician damage, possibly due to user handling. However, the cause of the physical damage cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch report that read, "during a transurethral resection of the prostate, a piece of the electrode loop broke off. Surgeon was unable to locate the piece using cystoscope." Olympus followed up on this report and was informed that an x-ray had been performed following the event and no device fragment was observed. The procedure was completed with a different, but similar device. There was no pt injury reported.